Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporters (patient's mother and sister) contacted lifescan (lfs) alleging that the patient's one touch ultra was an error message and reportedly developed symptoms after the issue began. The medical surveillance specialist (mss) spoke with the patient's sister on march 23, 2009 to obtain/verify the following information. The patient tests at least 2-3 times per day and manages his diabetes with metformin (2 pills twice daily). According to the patient's sister, the patient started to get "er4" and "er5" messages "off and on" with the subject meter approx two months prior. Even though, the patient was unable to test, the patient continued to take his usual dose of metformin. After a couple of days of not being able to obtain a result on the subject meter, he finally was able to a "500 mg/dl" at 4 pm approx one and a half months prior to original date. Per the patient's sister, the patient appeared to be really sleepy, "wasn't quite coherent", and was difficult to "wake" him. They called the emergency medical services (ems). When the ems arrived, the patient's blood glucose was "500 mg/dl" on the ems meter. The ems started an IV and took the patient to the hospital. The patient was hospitalized and treated for hyperglycemia. He was released 5 days later. The patient's sister indicated that they would have sought medical attention sooner if they knew his blood glucose levels were going over 300 mg/dl. The patient's sister also reported another incident where the patient developed hypoglycemic symptoms after getting the error messages. Two days prior to original date at 10 am, the patient attempted to test with the meter but got the "er4" message. About 1 hour after getting the "er4" message, the patient reportedly became lightheaded, tired, and sleepy. The patient's sister had him eat a banana and he felt better afterwards. No other forms of treatment or blood glucose test results were reported for this hypoglycemic event. The customer care advocate (cca) went through troubleshooting with the patient and noted that the product issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hyperglycemic after a few days of not being able to test with the subject meter. The patient was hospitalized for 5 days and treated with insulin. In addition, the reported issues were not resolved with troubleshooting.